Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified additional patient information: diagnosis: multiple traumatic injuries related to motor vehicle accident.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bd/alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the her the patient received correct volume and there was no patient harm patient was at risk of harm due to clinical decision making related to the inaccurate data cerner careaware infusion pump management pump management FDA safety report ID # (B)(4)." The medwatch report also states; concomitant medical rx meds furosemide. It was reported that the device sent the wrong volume data to the patients electronic record during a furosemide infusion. The customer further stated that decision making for the patient's care is made based on the data sent to the patients medical record by the pump. Inaccurate data could lead to changes in care and is viewed as a serious medical event. The customer later reported that there were no adverse effects to patient from the event.